Event description:
It was reported that the user contacted support after being advised to reach out to customer care to adjust the ilet settings due to frequent low glucose readings, with a reported nadir below 40 mg/dl, while using a dexcom g7 sensor and a teflon infusion set; the device problem and component were not identifiable due to insufficient information. Symptoms included hypoglycemia with dizziness and tingling. Outcomes included no lasting health consequences or impact. Troubleshooting and education were completed, including data synchronization and transitioning the system to go bionic after entering weight. Investigation included communication with the user and analysis of information provided by the user and clinician. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.